Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the gas blender system. Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during service, the electronic gas blender displayed alarm calibration fault (e19). There was no patient involvement.

Manufacturer narrative:
The affected gas blender was returned to the manufacturer: the following components were identified as defective: the o2 valve sensor, the co2 valve sensor, the 10 l/min gas flow regulator control, and the gas regulator. Considering the high repair costs and the advanced age of the unit, the manufacturer recommended scrapping the egb and replacing it with a new unit. The gas blender was manufactured in 2011 and, based on a review of complaints database, no previous events related to this specific unit have been reported. Additionally, no concerning trends have been identified for this failure mode. Based on the investigation findings, the most likely root cause of the event was the failure of the gas blender components, with wear and aging of the unit considered as contributing factors. The wear of electromechanical components can be influenced by the specific conditions of use at the customer site and may have further contributed to the event. No other specific action was currently deemed necessary. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See intial report.